Manufacturer narrative:
(B)(4). D10: medical product: persona revision fem cmt ccr pls sz 7l: catalog#42504606211, lot#64900906; persona revision str spln stem 16x135: catalog#42560113516, lot#64853724; persona tibia fixed cemented left size d stem extension use required: catalog#42542006701, lot#65069838; persona articular surface fixed bearing constrained posterior stabilized (cps) left 16 mm height: catalog#42512600516, lot#64099963; unknown stryker cement: catalog#ni, lot#ni. H6: proposed component code: mechanical (g04) - stem. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported via clinical study that underwent a total knee procedure. Subsequently, two (2) years and five (5) months post-implantation, the patient reported severe pain and a concern of weakness. Ongoing tendinitis/bursitis and mild effusion were also noted on exam. On the next follow-up six (6) months later, radiographic imaging displayed possible loosening and bone loss. The patient wishes to manage these symptoms conservatively with home care and observation at this time. All components remain implanted. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Regarding the reported pain, root cause was unable to be determined. Regarding the reported tendonitis and bursitis, the root cause of the reported event was determined to be not related to the device. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. Tendonitis is the inflammation or irritation of the tendons and is typically caused by repetitive motion, overuse, and pressure to the bursae. Patients can experience a decrease in overall adls, rom of the joint, decrease in quality of life, as well as an increased need for possible over the counter (otc) medications for swelling and pain control. This condition can impact the patient's ability to use the joint fully, decrease overall activities of daily living (adls), range of motion (rom) of the joint, and quality of life, while increasing the need for possible over the counter (otc) medications for swelling and pain control. Treatment options include otc medications, prescribed pain medications, physical therapy, rest, ice, elevation of the affected joint, and steroid injections. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.